Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j141 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j141 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs and the smart card data were returned for evaluation. The complaint kit was not returned. Review of the smart card data verified the treatment proceeded until an alarm #18: system pressure alarm occurred at 109 ml of whole blood processed. The alarm was cleared, and the treatment continued to completion after 1469 ml of whole blood had been processed. The customer provided photographs verify a blood leak on the lower end of the drive tube. The leak appears to be coming from the location where the drive tube is installed into the drive tube clamp. A material trace of the tri-connector and drive tube used to build lot j141 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The drive tube leak is verified based on the photographs provided; however, the root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment was successfully completed and when removing the kit they observed a blood leak on the drive tube component of the kit. The customer reported the patient was disconnected at the time the leak was observed and the patient was in stable condition. The customer returned photographs and the smart card data for investigation.